Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a shock lead impedance of zero. Technical services determined the finding was consistent with electromagnetic interference (emi), and the healthcare provider confirmed the patient was undergoing a hospital procedure at the time, making procedure-related electromagnetic interference (emi) likely cause. The device remains in service. No adverse patient effects were reported.